Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was in the hospital for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 490 mg/dl, and experienced nausea, vomiting, and fatigue as a result. The customer was treated with an insulin IV to treat the hyperglycemia. Troubleshooting was initiated in order to inspect the pump and its corresponding components for damage and functionality. A high pressure test was performed and the device passed. The customer was advised to change the entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. The customer was also advised that the pump and infusion sets were working as designed, and to follow up with his health care provider regarding the high blood glucose and his insertion sites. No products were shipped or returned.